Manufacturer narrative:
This failure mode poses no risk to the patient because the failure does not negate the ability of the console to continue to perform its life-sustaining functions, and occurred on the fully redundant backup system. There were no reports of this type of failure mode during the clinical investigation or since the device was approved on 10/15/2004. This failure mode will be monitored to determine if the failure mode exhibits an upward trend. The part has been returned, and a failure investigation will be conducted. (B)(4).

Event description:
This console was not on a patient. Complainant reported that while performing a routine console checkout, the left drive pressure regulator knob on the backup controller was difficult to adjust. He then rotated the knob. The knob and stem detached from the front of the backup controller. The backup controller was replaced.